Manufacturer narrative:
Medwatch # (B)(4). Patient information and patient code updated. Product investigation completed. Returned product consisted of a watchman delivery system with the implant received inside the sheath. The device was bloody. The implant was deployed during the lab analysis and was consistent with the reported information. The implant, core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (tricot flared/abrasions), sheath damage (abrasions), numerous sheath kinks, and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but did not meet criteria to release. They were not able to recapture the device as it had become hooked on the wall of the laa and was pulling the appendage during recapture attempts. A cardiac surgeon was called and a thoracotomy was performed. The closure device was successfully recaptured by pinning the laa to the heart and pushing the sheath over the device. A laa clip was placed. No patient complications were reported. Patient is stable. It was further reported the device failed the tug test and therefore, it was partially recaptured and redeployed. It again failed the tug test and at this time a full recapture was attempted. The size of the left atrial clip placed was 40mm.

Event description:
It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but did not meet criteria to release. They were not able to recapture the device as it had become hooked on the wall of the laa and was pulling the appendage during recapture attempts. A cardiac surgeon was called and a thoracotomy was performed. The closure device was successfully recaptured by pinning the laa to the heart and pushing the sheath over the device. A laa clip was placed. No patient complications were reported. Patient is stable.